Event description:
The manufacturer received information alleging a patient blood oxygen saturation decreased while using a ventilator. The patient was placed on another device without incident. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's proportional valve was replaced to address the issue.

Manufacturer narrative:
Section b2 was corrected. Required intervention was selected.